Event description:
It was reported by service report that the fowler was drifting down with weight. It was further reported there was a missing warning label, and that there was damage to a siderail panel and footboard module. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler clutch, footboard module.